Event description:
It was reported that the insulin pump alarmed no delivery. It was stated that the customer had changed the infusion set on the evening and received the alarm the next day. Blood glucose value when waking up was 18 mmol/l and level went to 22 mmol/l when customer got to work; customer treated with insulin pen. It was stated that the no delivery alarm occurred while trying to deliver a bolus after lunch. Last blood glucose reading was 6.9 mmol/l. It was stated that insulin exits during manual prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.